Manufacturer narrative:
Date of event estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000152670.

Event description:
It was reported that the patient was experiencing ineffective therapy. Upon further investigation, x-rays confirmed one of the patient's leads had migrated. Surgical intervention took place where the system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.